Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple occlusion alarms occurred in the past. The customer's blood glucose (bg) level was reported to have been elevated; however the exact value was not provided. As tandem technical support was not contacted at the time of the reported issue, troubleshooting to determine a possible cause of the occlusion was unable to be performed.